Event description:
It was reported during the insertion of a nail, the reamer axle broke at the distal in the femur. This fracture happened during the reaming with head n9. Removal of the head as well as the tip was only possible with help of the guide. Please note that the reaming n8 and 9 were carried out before. No important incident for the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that reamer shaft broke during use. The measurable dimensions of the flexible shaft were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol ((B)(4)). The fracture face is homogenous which indicates material conformity. No product fault could be detected. Based on the complaint description we are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during use caused this breakage. The lot in question was manufactured in the year 2004 and we are not aware of any product quality related issues.